Event description:
Senseonics was made aware of an incident where user reported an infection on the sensor insertion site, with symptoms around the insertion area include redness, swollenness, heat to the touch, and some pain, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. The user's hcp was aware of the event and prescribed cephalexin 500 mg for 7 days. As per dms, user is currently using the system with up-to-date information.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user reported an infection on the sensor insertion site, with symptoms around the insertion area include redness, swollenness, heat to the touch, and some pain, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. The user's hcp was aware of the event and prescribed cephalexin 500 mg for 7 days. As per dms, user is currently using the system with up to date information.